Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transcatheter heart valve replacement procedure with a 26mm sapien 3 ultra valve, balloon leakage of the 26mm commander delivery system was observed during deployment. The valve was partially deployed and had to be ballooned to achieve full expansion. Leakage was identified as originating from the flex tip, with blood seen in the syringe, and upon inspection after removal, the area of leakage was determined to be the crimp balloon and a small tear was noted on the balloon shaft. There was no difficulty with valve alignment or withdrawal of the delivery system, no injury or complication related to the event was reported, and the final patient status was stable condition. The implant site and approach is unknown at this time.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for balloon leak was unable to be confirmed due to unavailability of device or imagery. No manufacturing nonconformance was identified during evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non conformance contributed to the complaint event. Furthermore, no abnormalities were noted during device unpacking or preparation. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de airing, suggesting that there was no issue with the device when removed from packaging. As no abnormalities or leakage were reported during device preparation or de airing, the reported balloon leak is likely related to procedural factors. It was reported that the patient presented severe tortuosity and valve alignment was performed in a straight section of the aorta, however, without imagery (3mensio, CT, cine), vessel characteristics valve alignment location could not be confirmed. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous/calcification anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel restricted anatomy via non coaxial advancement angles) or interaction with calcification during placement in target site. However, without further information or device returned for evaluation, a definite root cause cannot be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.